Event description:
It was reported that the physician was unable to interrogate the pacemaker. The device required a managed guided restore. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset. The interrogation problem was resolved through manual guided restore on (B)(4) 2011. Device fully recovered after reset.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.